Event description:
In 2006, a (B)(6) was done and a catheter kink was confirmed. The pt was referred to another physician and had not been seen since. The reporter did not know if the catheter issue was resolved. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See also MFR's report # 3004209178201006444.

Manufacturer narrative:
(B)(4).